Manufacturer narrative:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The patient was presented to the electrophysiology (ep) laboratory. This right atrial (ra) lead's helix initially extended properly and was positioned. However, the lead required repositioning so the physician retracted the helix. The lead was repositioned; however, the helix would not fully extend despite 30 rotations. The device and lead system were implanted and the pocket was closed. The following day, the lead was found to have dislodged. The patient has been scheduled for a lead revision procedure later in the day. The physician plans to use a non-boston scientific lead. An x-ray showed deformed coils at the tip region of the lead. The root cause for the reported dislodgement could not be determined through laboratory testing.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The patient was presented to the electrophysiology (ep) laboratory. This right atrial (ra) lead's helix initially extended properly and was positioned. However, the lead required repositioning so the physician retracted the helix. The lead was repositioned; however, the helix would not fully extend despite 30 rotations. The device and lead system were implanted and the pocket was closed. The following day, the lead was found to have dislodged. The patient has been scheduled for a lead revision procedure later in the day. The physician plans to use a non-boston scientific lead. An x-ray showed deformed coils at the tip region of the lead. The root cause for the reported dislodgement could not be determined through laboratory testing.